Event description:
It was reported that a spectrum pump under infused during cytarabine therapy. The pump was programed to deliver 193ml/hr for 1 hour and 44 minutes, however the volume delivered was 7% lower than programed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During evaluation of the device, the reported issue was not reproduced; the pump functioned as intended during flow line testing. A review of the event history log revealed no abnormalities that could cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified and no corrective action was required. Should additional relevant information become available, a supplemental report will be submitted.